Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker dependent patient presented to the clinic, as the patient was dizzy and felt her head swimming. A device check revealed stored episodes on the right ventricular (rv) lead, with loss of capture (loc), due to noise being oversensed. The noise was later replicated with isometrics. Outputs needed to be increased to 5v and sensitivity was set to 10, but was occasionally still sensing noise. The pacemaker was reprogrammed to eliminate any chance for oversensing. The lead was later explanted and replaced and the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Inspection of the lead body noted abrasion through approximately 54-55 cm from the terminal pin. Resistance tests were completed to assess lead electrical performance. The lead passed electrical performance testing; however, it did not pass inner insulation integrity testing, due to the abrasion. Testing determined that both the inner and outer insulation of the lead had abraded to the conductor coils. Laboratory analysis confirmed the reported clinical observations and noted the damage was the likely result of movement/interaction between the inner and outer lead coils.

Event description:
Additional information indicated that after programming changes were made, capture was still intermittent. An x-ray was performed and was unremarkable. When the physician opened the pocket, the leads were secure in the header. The lead was not tested with the pacing system analyzer and was successfully replaced. No additional adverse patient effects were reported.